Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During implant it was noted that the valve kept moving up on the left coronary side. Two full re-captures were performed. The patient presented with chest pain. The decision was made to remove the valve from the patient and replace it with a new 29mm non-abbott valve. Pain relief medication was administered. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of angina was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported angina could not be conclusively determined. It is possible that procedural conditions, such as the difficult valve placement, contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.